Manufacturer narrative:
The customer's reported complaint of autopulse displaying user advisory 27 (encoder fault) was confirmed during archive review and functional testing. The root cause was attributed to a faulty power distribution board. Functional evaluation of the returned autopulse platform was unable to be performed as user advisory 27 (encoder fault) message was observed upon power up, therefore confirming the reported complaint. Further investigation determined that the power distribution board was replaced to remedy the reported ua27. Run in test was performed with the 95% patient test fixture large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform has passed all the testing and meets all required specifications. A review of the archive was performed and found user advisory (ua) 27 (encoder fault) to have occurred on the reported event date of (B)(6) 2017, thus confirming the customer's reported complaint..archive data review also indicated the user advisory (ua) 45 (not at "home" position after power-on/restart) error message occurred on the reported date of (B)(6) 2017. Ua45 is clearable error message. The ua 45 error message was not observed during functional testing. A visual inspection was performed and found that battery lock was missing. The autopulse platform is a reusable device and was manufactured on 12/21/2015. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. The user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its 'home' position. The driveshaft position was out of range. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that a crew received a call for a patient who was involved in a traffic accident. There were no signs or symptoms of trauma. The patient was lying on the street and manual CPR was performed by passersby for 5-10 minutes until the crew arrived. The autopulse platform was deployed without any issues. During active operation, the platform performed 2-3 compressions and error message user advisory (ua) 45 (not at "home" position after power-on/restart) displayed. The crew paused and reinstalled the lifeband. The platform was restarted and after performing 2 minutes of compressions, ua 27 (encoder fault) error message was noted. The use of autopulse platform was aborted and the crew reverted to manual CPR for approximately five minutes. The patient needed to be shocked approximately 1-2 times. The customer noted that the patient had some ventricular fibrillation and every now and then they were able to achieve rosc (returned of spontaneous circulation). There were no patient sequela reported due to the device . No other information was provided.